Manufacturer narrative:
As reported in a research article, during the procedure, while advancing the delivery sheath over a guidewire through the iliac stents and the aortic endograft to the ascending aorta, it was there was an oscillating object moving over the guidewire, corresponding to a dislodged iliac artery stent. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "iliac artery stent dislodgement: a rare transcatheter aortic valve implantation complication", was reviewed.the article presented a case study of an 82-year-old male patient with severe, symptomatic aortic stenosis with prior endovascular repair of the abdominal aorta and bilateral iliac artery angioplasty with stents due to abdominal aortic aneurysm and peripheral vascular disease (pad). It was reported that on an unknown date, a 27mm navitor valve was chosen for implant with an unknown flexnav delivery system. During procedure, while advancing the delivery sheath over a safari2 guidewire through the iliac stents and the aortic endograft to the ascending aorta. It was then noted at this stage there was an oscillating object moving over the guidewire, corresponding to a dislodged iliac artery stent. A decision was made to withdraw the navitor system from the patient and the delivery sheath was exchanged for an unknown 20f femoral sheath. An amplatz gooseneck snare was used to successfully retrieve the entrapped stent. The 27mm navitor valve was then successfully implanted. [The primary and corresponding author was andreas s. Kalogeropoulos md, phd, frcp, fesc, department of cardiology, mitera generalhospital, hygeia healthcare group, athens, greece, with corresponding email: andkalog@gmail.com].